Event description:
Report of alleged "no audible alarm for apnea in home with adt security system. The monitor wouldn't alarm anywhere in the house while plugged into ac. It did alarm correctly on battery power. Unsure if it's the wiring or the security system causing the problem. Pt is no longer being monitored."